Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-03046. It was reported the patient¿s ipg became inoperable (exact date unknown). To address the issue, the physician explanted and replaced the patient¿s ipg with a new model. During the replacement, diagnostics revealed high impedances with the extension. The physician tested impedances without the extension and found they were normal, and therefore replaced the extension with a new model, which addressed the issue. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The reported event for ipg end of life (eol) was not confirmed. The returned ipg communicated with lab equipment and displayed the low battery warning. Analysis revealed that the low battery indication was due to battery passivation. Passivation can occur on non-rechargeable devices if low amplitude settings are used. The device exhibited normal device characteristics during analysis and passed all functional and electrical testing.